Event description:
The article "a case of double valve repair for mitral regurgitation after mitraclip and aortic regurgitation after reimplantation" was reviewed. The article presented a case study of a of double valve repair for mitral regurgitation (mr) post-mitraclip and aortic regurgitation (ar) post-reimplantation. Six months after mitraclip intervention, the patient had developed massive recurrent mr and ar, along with a posterior mitral leaflet rupture. Mitral valve and aortic valve replacement was then performed successfully. Devices mentioned include mitraclip. [The primary author and corresponding author was ryo fujimoto at department of cardiovascular surgery, kurashiki central hospital, japan.] The time frame of the study was not reported. Patient was a 61 year old female. Comorbidities include atrial fibrillation, acute type a aortic dissection with mild ar and underwent partial arch replacement, ascending and arch aortic replacement with reimplantation due to valsalva and arch enlargement, thoracic stent grafting for a descending aortic aneurysm, heart failure, mitral regurgitation, aortic regurgitation.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mr and tissue injury were unable to be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Article attachment: a case of double valve repair for mitral regurgitation post-mitraclip and aortic regurgitation post-reimplantation.